Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified diagonal artery. Pre-dilatation was performed with a 2.5mm unspecified balloon. During attempted deployment of a 2.25x23 xience sierra stent, the stent-balloon inflated irregularly only distally as contrast leakage was noted on the device. The device was simply removed. A new unspecified stent was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified diagonal artery. Pre-dilatation was performed with a 2.5mm unspecified balloon. During attempted deployment of a 2.25x23 xience sierra stent, the stent-balloon inflated irregularly only distally as contrast leakage was noted on the device. The device was simply removed. A new unspecified stent was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided. Additional information received today stating that the leakage was noted on the balloon.the end of the stent implant was flared and stretched. There was resistance during removal of the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported inflation problem and material deformation were confirmed. The reported material rupture could not be confirmed due to the condition the device was received for analysis. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.